Event description:
It was reported, during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) while placing the pancreatic stent, the distal cover fell off the duodenovideoscope into the patient about 40 minutes into the procedure. The issue occurred between the middle and end of the procedure. The cap was retrieved from the patient using a rat tooth forcep. The procedure was completed with the same device. The technicians put the cap on and tested it, and it was noted the distal cover had a split down the middle. This medwatch is related to patient identifier (B)(6).